Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp stated ins hasn't been active for two years. Hcp believed that ins wasn't working and therefore, patient just turned it off. The hcp was not with the patient. No further complications were reported at this time. 2022-oct-05 (B)(4) (con): additional information was received from the patient. They reported that the device stopped working and experienced a return of symptoms and in (B)(6) of 2021. Patient said they are having mostly urine incontinence and sometimes fecal incontinence. Patient said that when they brush their teeth they have had accidents and also when sleeping however not when they go walking, which they said they do a lot. Patient had x-rays and it was determined that the wire had moved. At first patient said that the device was turned off in (B)(6) however later said that device was turned off on (B)(6) 2022. Patient said that they had an accident in (B)(6) in which they fell and fractured the ulna and radius bone of their wrist and had to have that taken care of first, before addressing issues with the implanted device. Patient stated that they don't think it is an issue with the device rather with their body. The patient was redirected to their healthcare provider to further address the issue. Patient said that their urologist doesn't think it makes sense to implant a third device as the first two stopped working.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1tssr, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.